Event description:
The customer reported that the system image was reduced to a small circle and would not show the full image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards were reseated and the battery replaced during the service call. The system was tested and found to be working as intended and put back into service.